Manufacturer narrative:
The customer report that the filter¿s air vent leaked was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Light brown liquid was observed inside the 0.2 micron adult filter (p/n 10012217) and tubing throughout the set. Sticky residue was also observed on the surface of the filter. No anomalies or evidence of damage were observed at the filter or throughout the set upon visual inspection. Functional testing was performed by spiking the primary set to one lab IV bag filled with blue dye water and repriming the set via gravity. After disengaging the clamps, small droplets were observed leaking from the 0.2 micron adult filter¿s top air vent (termed ¿weeping out¿). The primary set was pressure tested while submerged underwater. Air pressure was incrementally increased. At 3 psi, a leak was observed at filter¿s vent, confirming the customer¿s report. Pressure was increased to 30 psi but no other leaks were observed. The root cause of the leak was not identified.

Event description:
It was reported that during priming tpn, the filter air vent leaked. The leak was discovered after the new tpn bag and tubing were hung but did not involve a patient.